Event description:
It was reported that the patient presented prior to generator exchange procedure. Interrogation noted that the implantable cardioverter defibrillator performed inappropriate shock due to incorrect interpretation of supraventricular tachycardia. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that the implantable cardioverter defibrillator was explanted on (B)(6) 2023. The patient was in stable condition.